Event description:
The hearing aid (h/a) dispenser took an impression on 08/14/1999 of the pt's ear for a remake of an aid that had become damaged. Later his dr found that there was some of the impression material in the pt's ear. The ear had become infected. The pt is waiting for the infection to clear before removing the material surgically from the ear.